Event description:
Customer called in because their device has burnt this patient. The lead wires and pads have since been changed. No doctor visit was necessary for the burn but blistering did occur on the customer.

Manufacturer narrative:
A definitive root cause cannot be determined with the information currently available. At the time of writing, no waveform or output abnormalities can be produced. However, the device was observed to be functioning outside of normal expected function on high volt only. The event that was reported occurred while using if-4p, which consistently tested within specification for all channels and lead wires. It is unclear if the abnormal function noted on high volt would have an impact on the function of if-4p, even though no functional issue was observed for if-4p. The testing form and observations will be shared with the device manufacturer for further review. The complaint could not be duplicated at this time. This device will be retained. The factory determined that the oscilloscope settings were not correctly set during testing of this device. This is very likely why the high volt waveform appeared abnormal. Re-testing is needed for confirmation.